Manufacturer narrative:
As reported, a 3 x 250 mm 155 cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion, however, it ruptured at four atmospheres (4 atm). After the saber burst, it was replaced with a new non-cordis balloon catheter and the procedure was completed successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. An ipsilateral antegrade approach was made. The device was stored and handled per the instructions for use (IFU). There were no difficulties removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped per the IFU and prepped normally (i.e. Maintain negative pressure). There were no kinks or other damages noted prior to inserting the product the product into the patient. Initially, two non-cordis guidewires crossed the lesion. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17618098 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a 3 mm x 25 cm 155 saber rx percutaneous transluminal angioplasty balloon was delivered to the lesion, however, it ruptured at four atmospheres (4 atm). There was no reported patient injury. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. An ipsilateral antegrade approach was made. The device was stored and handled per the instructions for use (IFU). There were no difficulties removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped per the IFU and prepped normally (i.e. Maintain negative pressure). There were no kinks or other damages noted prior to inserting the product the product into the patient. Initially, two non-cordis guidewires crossed the lesion. After the saber burst, it was replaced with a new non-cordis balloon catheter and the procedure was completed successfully. The product was removed intact (in one piece) from the patient. The product was clinically used and it will not be returned for analysis. Additional procedural details were requested but are unknown.